Event description:
The account alleged the bed has no head up function.

Manufacturer narrative:
The technician tried to raise the head using siderail controls and manually with no response. The motor activates but no head up. He checked the voltage at the head up coil ...15vdc. The technician replaced the head up valve cartridge to repair the bed.